Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 36 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 102 mg/dl. Customer treated their low blood glucose reading with granola bar and food. Customer also reported the sensor was not sticking. Insulin pump will not be returning for analysis.